Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately three months post the device system implant. Additional information indicates the cause of death was acute or chronic renal failure and septic shock.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.